Event description:
It was reported that the device was overheating before the procedure. No user injury reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with blade stall error and overheating of both the power cord and the motor. Cause of overheating and errors is a shorted out power cord assembly. The shorted out power cord then burned up the motor and motor seized up. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion inside of housing. The complaint was confirmed and the root cause has been determined to be a shorted out power cord which in turn burned up the motor. The power cord became hot due to shorted internal wiring. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.